Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 455 mg/dl and low blood glucose level of 34 mg/dl. The customer was ate little snack and blood glucose level was up to 64 mg/dl. Customer declined to troubleshoot. Customer stated that tape was not sticking to her skin and use the intravenous preparation and she was diuretic. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.